Event description:
It was reported that the ilet user experienced both low and high glucose readings, with glucose ranging from 61 mg/dl to 311 mg/dl, associated with dinner and a subsequent snack when an incorrect meal size was announced. The healthcare provider advised the user to continue announcing meals as usual, and the agent provided meal announcement education. Symptoms included hypoglycemia, hyperglycemia, diaphoresis, shaking, and weakness. Outcomes included serious injury leading to unexpected medical intervention with oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure or method, specifically announcing the incorrect size meal. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.